Event description:
It was reported, the pt was no longer receiving stimulation. An sjm rep met with the pt and determined that contacts 9-16 were high. Intra-operatively, the leads were tested and determined contacts 9-16 were bad, due to suspected lead fracture, and contacts 1-8 were good. The pt's ipg was explanted and replaced with a new ipg. The pt is receiving effective stimulation from his new device using contacts 1-8.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval, results: the complaint could not be confirmed. A visual inspection of the ipg was performed and partial coring of the bottom septum was noted, but no discoloration behind the septum or around the setscrew was noted. The ipg passed all mechanical and electrical testing. The paddle lead was not returned and remained implanted using electrodes 1 through 8 as a lead fracture was suspected on the lead electrodes 9-16. The loss of stimulation and shocking sensation could not be confirmed due to the lead not being explanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.